Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and connectors were reseated during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
It was reported that the system displayed a communication fail and control panel error message. Additionally, the system rebooted without command. This is indicative of a system lockup. There are no reports of patient injury or death associated with this event.